Event description:
The lead was originally capped on june 13, 2008 and was now explanted due to lead fracture.

Event description:
It was reported that the pulse generator exhibited undersensing. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of ventricular sensing due to a discrepant integrated circuit. After replacing the inte- grated circuit, normal function ensued.